Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. The procedure was done under general anesthesia and fiducial markers were administered transperineally. After the procedure, a computerized tomography (CT) scan was done for simulation. The hydrogel was misplaced intra-vascular and some of it was extending into regional veins. The patient is asymptomatic, and no further complications have been reported. The patient will proceed with external beam radiation therapy. At this time, boston scientific has been unable to obtain additional details despite good faith efforts (gfes).